Manufacturer narrative:
The pump alarmed no delivery during the no delivery test, and pump seat during the displacement test due to an unknown dried substance on the motor slide. The pump passed the idle current and run current tests. Unable to perform the self test, off no power, unexpected restart, basic occlusion, occlusion, or prime tests due to the no delivery alarm. The pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that he had received many no delivery alarms when rewinding the insulin pump. The blood glucose reading was 300 mg/dl. The customer stated he had tried all remedies. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.